Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2 marked in error. During evaluation, the following were found: front panel has turned off and alarm sound is generated intermittently due to a circuit board malfunction and the front panel segment display was damaged. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit had an intermittent display. The issue was found during reprocessing. The intended procedure was completed. There were no reports of patient harm.